Manufacturer narrative:
Field remediation: the reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications per the device trained customer. No further investigation will be performed.

Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation. The suspect device is currently awaiting for onsite evaluation by carefusion, per customer's request.

Event description:
The customer reported during patient use on the avea ventilator the ventilator displayed and alarm circuit occlusion intermittently. The patient was placed on an alternate ventilator with no reported patient harm.